Event description:
Reporter purchased about 50 chairs from the company over a period of 8 months. Initially, reporter had problems with the chairs. He contacted the MFR, and MFR said that they were the only ones who had this problem and it was the reporter's employees who were setting up the chairs incorrectly. Therefore, rptr hired an outside company to set the chairs up. Reporter still had a problem with the rear drive wheel on the left side. It came out of the unit during use. About 30% of the chairs were replaced but replacements had the same problems. In addition, chairs were missing parts. There is poor quality control. Many gear boxes went out and did not work the first time of use. MFR said that they would fix the problem but continued to ship the same device. The company's president took phone calls personally and said it was the retailer's problem. Three pts were injured. One had a dislocated finger and damage to her leg. The second suffered injuries when the wheel came off while the person was crossing the street.